Manufacturer narrative:
This report is submitted on april 04, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator. Revision surgery to reverse extrusion was conducted on (B)(6) 2017.